Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the patient had an intraoperative bronchoscopy post op. No surgical intervention was needed at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy procedure, one of the handles would not allow the surgeon to fire the reload on tissue. The second handle fired but stopped before reaching distal end. The staple line was incomplete. The reload shifted during firing on the bronchus requiring bronchoplasty. The procedure was converted to open unrelated to the device problem. A third handle and reload were used to complete the case. The case was extended to over three hours to repair the problem. Current patient status is fine with no injury. The patient had history of cancer but has not received chemotherapy or radiation therapy. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment or component fell into the patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.